Event description:
It was reported the patient stated the scs ipg was superficial and causing discomfort. As a result, the patient underwent surgical intervention about a month ago where the ipg was relocated from her abdomen to her left flank which resolved the issue. The date of surgery is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.